Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose, the device ran in the safety position and there was a teflon seal protruding from the swivel. It was also observed that the pawls release and the lock cylinder were damaged causing the device to run in the safety position. Therefore, the reported condition was confirmed. The issue with the hole in the hose was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The issue the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The issue with the teflon seal protruding from the swivel was consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing, it was observed that the motor device had a broken hose. During in-house engineering evaluation, it was determined that the device ran in the safety position. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.